Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Article "doi 10.1186/s12886-016-0268-3" reports that the patient developed blurry vision in her left eye seven months post-implant. Allegedly there was a vitreous hemorrhage veiling the retinal detail which was treated with a vitrectomy. Ten months after the vitrectomy, the patient reported decreased visual acuity. Reportedly, an examination revealed opacification localized to the anterior surface of the lens. The lens was explanted together with the capsular bag and an "iris-claw" lens was implanted.

Manufacturer narrative:
The lens was not returned for evaluation and the lot number was not provided. Therefore, the product evaluation could not be conducted and the device history record could not be reviewed. Based on the current information this case of opacification is likely related to the vitreo-retinal procedure which is pro-inflammatory and a known contributing factor for secondary opacification of hydrophilic acrylic iols as described in literature.